Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose was 252 mg/dl. Customer continued to use pump for insulin therapy.